Event description:
It was reported that as the nurse was in the process of inserting the actiflo indwelling bowel catheter, she felt a raised edge on the firm plastic rim of the actiflo catheter. Upon removing her gloved fingers from the patient's rectum, she observed blood on the glove and saw that the glove and finger had been cut. The employee went to employee health and received a bandaid. Since this was a body fluid exposure, blood was drawn from the nurse. The patient was unharmed.

Manufacturer narrative:
The nurse stated that the raised edge on the firm plastic rim of the actiflo catheter could not be seen unless it was looked at very closely. The insertion end of the actiflo device is manufactured with all silicone materials and designed for smooth insertion. There have been no other reports of any type of raised or sharp edge on the products.